Event description:
It was reported that the user unintentionally initiated the fill tubing function and delivered 0.7 units of insulin while still connected to the infusion set and tubing during a supply change, then completed the change using existing tubing and a site that had been placed the prior day. Symptoms included no clinical signs, symptoms, or conditions, and blood glucose was reported stable at 100 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage issue identified related to improper procedure while connected to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event. The user was educated that teflon infusion sets, including the site, should be changed every three days and to disconnect from the pump before filling tubing.